Manufacturer narrative:
As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection is yet to be substantiated.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had an infection at the ipg site. As a result, the scs system was explanted and patient was given antibiotics to resolve the issue.